Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: impactor stuck in blade screw. Guide sleeve was very difficult to remove. A prolongation of the surgery was reported, but the exact time is unknown. This is report 1 of 2 for (B)(4).